Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (can comm timeouts) has been confirmed. Upon evaluation the trunk cable connector was damaged and all wires were cut. The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that he was getting excessive check belt messages despite all of the electrode touching his skin. He also reported that several wires on the belt connector were visible. The patient's download revealed several can comm time-outs. The patient was issued a replacement electrode belt.